Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis noted the outer insulation separation at the connector. Concomitant medical products: product ID: 6947m62, lead, implanted: (B)(6) 2013; 407645, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. The left ventricular lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.